Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., other, additional manufacturing narrative (if other): initial reporter name exceeded the maximum allowable characters, name is as follows: (B)(6).

Event description:
It was reported that the loud speaker (alarm and pulse signal) is very weak and/or failing after short usage. The customer indicated the sound board is "probably defective." No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. An internal inspection of the device was conducted and the unit was confirmed to have a speaker that has a very low volume even when set at the maximum volume available in the menus. When the customer's device is on, the speakers do not draw the necessary power to turn the speakers on, pointing to a malfunction at the speaker drivers on the system circuit board. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.